Event description:
The lens was implanted and removed due to the lens damage. The incision was enlarged to remove the lens and another lens of the same model was implanted successfully. Current prognosis is fine. The inserter that was used during this event is reported under 1119279-2014-00143.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.